Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 635 mg/dl and the cause was not known. The ketone level was large and was considered as being dangerous by a healthcare provider. A bolus was delivered via the pump. The customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). The customer was treated with intravenous insulin. Elevated bg/dka were resolved. At the time of the report, the customer had not been discharged. A pump system check was performed and no device issues were identified. The contact acknowledged. Although multiple attempts were made were made by tandem technical support, the customer did not provide the discharge date. However, a tandem clinical diabetes specialist met with the customer after the hospital discharge for retraining.